Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist informed the customer that the submitted rx verify request had not yet been approved by the pharmacy and was advised to contact the pharmacy to expedite the approval process. The system functioned as intended after the technical support specialist inspected the issue.